Manufacturer narrative:
Approximate age of device ¿ approximately 2 years and 12 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that when performing a CT scan for a driveline infection, an obstruction in the outflow tract was detected. Additional information was requested but was not provided.

Manufacturer narrative:
Section h4: additional information. Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. There were reportedly no patient consequences and no actions taken yet. Despite multiple requests for additional information, none has been received to date. The patient remains ongoing on heartmate 3 lvas and no further issues have been reported. The manufacturer is closing the file on this event. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection.